Event description:
It was reported that the patient presented for follow up with over-sensed noise exhibited by the right atrial lead. The patient was not dependent, and noise able to be reproduced in-clinic. No interventions were made, and the issue will be monitored. There were no patient symptoms.